Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of ¿device not detected on bus¿ was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. 1. According to work order #(B)(4) the fse replace cubie tray successfully. Ran diagnostics successfully. 2. During dchu visual inspection: p/n 356450-01: inspection revealed signs of fluid ingress in the row board. 3. During dchu testing: p/n 356450-01: since issues were identified during the evaluation, further testing was deemed unnecessary. 4. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure "device not detected on bus" is attributed to the fluid ingress on the part p/n 356450-01 which produces a short/miscommunication.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device not detected on bus. As per part investigation, it was determined that inspection revealed signs of fluid ingress in the row board. There were no adverse events or injuries reported based on this event.